Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus korea (okr). Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Based upon the information from okr, omsc surmised that the reported phenomenon (scope communication error b30) was attributed to the malfunction of the videoscope with no abnormalities on the subject device, or to the user's connecting of the videoscope with insufficient drying of the electrical contacts of the video connector or the user's connecting of the videoscope with foreign objects (chemical liquid residue, water dirt, sebum stain, dust, gauze spray, etc.) Adhering to the electrical contacts of the video connector. And, it was surmised that there was possibility that due to an unstable condition of the electrical contacts of the video connector, the communication between the subject device and the videoscope could not be performed properly, and the scope communication error b30 occurred as reported. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(4). Okr checked the subject device and found that the reported phenomenon was not duplicated, and also found that the connection failure between the videoscopes and the subject device due to aging deterioration of the video connector socket and the output socket of the subject device, which might be caused by the repeated connection/disconnection. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the inspection before the use, it was found that the scope communication error b30 occurred on the subject device. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.